Event description:
Procedure: resection. According to the reporter, the device clamped, but one of the staples did not form correctly. The surgeon had to apply manual suture. The surgeon noticed that the bowel closure was not perfectly sealed/sutured, and that there was leakage through the anastomosis. The area was repaired by endoscopy and an ileostomy had to be performed. The patient is doing well.

Manufacturer narrative:
(B) (4). (B) (4).